Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patients often experienced pain and discomfort during use of the ureteral catheter. Information from survey: when asked about the unexpected challenges faced while using the polyurethane ureteral catheter, the respondent said "patients do tend to complain of pain and discomfort, especially asian populations of patients don¿t tolerate it well". Per additional information from the survey participant with the bd clinical data collection ae survey via email 29jan2020; the ureteral catheter had to be removed due to unbearable pain, much worse than the stone itself. The patient had the stent in the first place for this reason, following ureteroscopy . The patient did not have any allergies, and the only medical intervention was to remove the bard ureteral catheter and replace it with a cook 4.5 multi-length 26 cm ptfe ureteral catheter, which the patient was able to tolerate very well.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿components degrade during cleaning¿ with a potential root cause of "material selection or component selection". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿ureteral catheters are designed in a variety of distal tip configurations. The anatomical characteristics of the ureteral orifice and physician preference should determine the choice of design in a specific clinical situation. Closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Warning: this unit should not be used as a ureteral splint. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patients often experienced pain and discomfort during use of the ureteral catheter. Information from survey: when asked about the unexpected challenges faced while using the polyurethane ureteral catheter, the respondent said "patients do tend to complain of pain and discomfort, especially asian populations of patients don¿t tolerate it well". Per additional information from the survey participant with the bd clinical data collection ae survey via email (B)(6)2020 ; the ureteral catheter had to be removed due to unbearable pain, much worse than the stone itself. The patient had the stent in the first place for this reason, following ureteroscopy . The patient did not have any allergies, and the only medical intervention was to remove the bard ureteral catheter and replace it with a cook 4.5 multi-length 26 cm ptfe ureteral catheter, which the patient was able to tolerate very well.